Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been in a lot of pain the past few days near the battery. The patient was in the ER because she was in so much pain, that she could not move, got to the bathroom or walk. The patient turned the device down and off to try and alleviate the pain, but it did not help. The device was going up and down on its own and causing a stabbing burning consistent pain that was right over the device and the leads, in between them. It was noted that the ER did not know anything about the device. Additional information received reported that the patient was in the ER this past weekend and that it started with her muscles seizing up on her left side and then she felt a shocking pain that would not go away that was horrible. It was noted that fireman had to left the patient out of her bed because she could not move. The e.r. Doctor gave the patient a muscle relaxer so that she could move again. The patient had not had any falls or traumas recently. It was indicated that the patient was told the device would last 10 years. The patient felt stimulation on the right side, but not on the left side. The patient had an appointment with her doctor scheduled and was requesting that the manufacturer representative be present at that appointment. Additional information received reported that the patient¿s device was off, but she was getting electrocuted to death and could not put any weight on the left side and could not sleep. It was noted that the patient thought she was going to have to have it removed. Follow-up information received reported that the patient¿s impedances were checked and all where within normal limits. The patient experienced discomfort at the device site independent of the device being on or off. The patient was able to reproduce the ¿shocking¿ sensation by pushing on the device. It was noted that the patient recently lost 17 pounds, mostly from the buttocks. The patient¿s husband noted a shift in the device within the pocket since the weight loss. The patient¿s doctor felt the device was pressing against a nerve and was causing the discomfort. The doctor was planning a pocket revision, but no date had been set. Both the doctor and the patient did not feel that the device was working improperly at this time and the patient was able to continue to use it. Additional information received reported that the patient had a doctor¿s appointment in two weeks to discuss a pocket revision. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information reported that the physician moved the pocket to the patient's lower left abdomen. It was also noted that since the ins was close to end-of-service (eos), the physician decided to replace it. It was reported that the patient's pain in the pocket area had resolved. Additional follow up information received reported that the ins was kept by the hospital and not available for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3998, lot# lb7836, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was scheduled to have a pocket revision on (B)(6)-2013. The implantable neurostimulator (ins) was believed to be pressing on a nerve and a causing the discomfort. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2013 was noted. It was also reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. An appointment date of (B)(6) 2013 was also noted.